Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were damaged. It was also noted that the high rate cover and side bails were missing, the heart block, battery flex, battery contacts and ring cover were contaminated, the side bails were broken and the serial number label was torn. (B)(4)

Event description:
It was reported the case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.